Event description:
Allegedly, the doctor was performing a stone fragmentation procedure and could not get enough power to the lasers to complete fragmentation. He aborted the procedure and rescheduled.